Event description:
Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified wear abrasion, crease flat, and two openings curved on the radius. Leak test and microscopic was performed which identified two openings striated on the radius. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is two striated openings on the radius assessed as surgical damage consist in the use of some surgical tool.

Event description:
Healthcare professional reported left side capsular contracture, baker grade iii. Device has been explanted.

Manufacturer narrative:
The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii.

Event description:
Healthcare professional reported left side capsular contracture, baker grade iii. Device remains implanted.